Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen had become dim. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated on (B)(4) 2014 with the following findings: the pump booted to the display screen with a dim and discolored contrast.